Event description:
This lead was explanted and replaced due to high thresholds and dropping impedances. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 44 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. The inspection revealed severe abrasion marks at several positions of the lead segments. The insulation was found intact. At the lead tip calcified body tissue was found. It is reasonable to assume that this is the root cause of the high thresholds as mentioned in the complaint description. As the proximal lead fragment was not available for analysis no further root cause investigation was feasible. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.